Event description:
It was reported that the device was explanted approximately after implant duration of 18.8 months, due to mitral regurgitation, and perivalvular leak. No further details were provided.

Manufacturer narrative:
Device not returned.